Event description:
It was reported that the patient experienced a no disposable alarm in the middle of the night. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Patient/consumer. No product information has been provided to date.